Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was not reproduced, but confirmed through observation. The messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed "powering off close door alarm" message. There was no patient involvement.